Manufacturer narrative:
D10 concomitant devices: 5381389 02-020-13-0240 - truliant cr cem fem cr cem left sz 4 5508312 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t 5450724 200-02-38 - three peg patella 38mm.

Event description:
Legal case ¿ USA. (B)(6) lk rev 1 is associated with this case. It was reported via legal documentation that approximately 41 months after a left total knee revision procedure, the patient has experienced joint swelling, pain, discomfort, loss of mobility and instability and will require a second revision surgery. At the time of legal notification, a second revision procedure had not been performed. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, d1/d2a/d2b. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 77 months after a left total knee replacement procedure, the patient has experienced loosening, instability, ambulation difficulties, balance problems, discomfort, joint laxity, pain and swelling/edema. No further issues or complications were reported. No additional information is available.